Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarms. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no excessive no delivery error alarm or motor error alarm. The device had cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call high blood glucose levels and motor error alarm. Customer's blood glucose level was as high as 430 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they were able to rewind and prime the tubing. Customer received only 1 motor error alarm in the last 30 days. Customer's alarm history showed motor error alarm, no delivery alarm and low battery. Troubleshooting for high blood glucose was performed. Customer experiences hypoglycemic events during the night. Customer's mother advised they had 1 emergency box left, however it is dripping and the tubing was kinked. Customer's mother wanted a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.